Event description:
Senseonics was made aware of an incident where the customer complained of discrepancies between sensor glucose (sg) readings and blood glucose (bg) meter readings. The customer complained that sensor readings switch between very high and very low values.the customer provided the below examples for review. Date time sg value bg value a. On (B)(6) 2025 different values between 1-6 p.m. Starting with: 130mg/dl; 1p.m.: 235mg/dl ; 1:45p.m.: 122mg/dl; 2:15p.m.: 230mg/dl; customer has no blood glucose values; the trend arrow switched between rising and falling the incident did not result in any patient harm or sensor removal.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, it was observed that customer had paired the previous transmitter with the sensor (B)(6). The customer was asked to re-link the sensor with the transmitter (B)(6) which was the most recent one. The customer was provided with the troubleshooting steps to perform the re-link and was informed that the system would re-start from initialization phase. Upon performing the re-link, the issue got resolved. No further discrepancies were observed and no further investigation was necessary.